Event description:
It was reported that the patient experienced an occlusion alert and contacted their caregiver for assistance. The caregiver contacted customer care while en route to the patient¿s residence to ask which supplies should be brought, and was advised to bring replacement supplies, including an infusion set, connector, and cartridge. Upon arrival, the caregiver assisted the patient with changing all supplies to eliminate potential causes of the occlusion. Prior to the supply change, a fingerstick blood glucose reading was reported at 512 mg/dl, with a subsequent reading of 462 mg/dl. Insulin delivery was resumed after the supply change, and no visible issues were identified with the removed infusion set or connector. Blood glucose levels were affected during this event, remaining outside the target range for approximately five hours. The patient did not use back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. Assistance was provided by the caregiver due to the patient¿s inability to change supplies independently. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.